Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The spine clamp was returned to the manufacturer for analysis. Analysis found that the returned clamp was found to intact with no apparent physical damage. The clamp was fully functional. No fault found.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. There was no patient present. It was reported that the site's spine clamp is damaged.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: the short spine clamp was returned to the manufacturer for analysis. Analysis found that the clamp was intact with no apparent physical damage and the clamp is fully functional. No fault found. If information is provided in the future, a supplemental report will be issued.